Event description:
It was reported that during an open blood vessel grafting, the clip was not fed into the jaw properly and the device could not clip properly on the popliteal vein, and bleeding occurred. Then the clip could not be fired once out of twice. Another device was used to complete the case.

Manufacturer narrative:
(B)(4). Batch # x9447d. Additional information was requested and the following was obtained: "the device was fired without clamping anything. The blood vessels damaged, and the bleeding occurred. The surgeon¿s comment: the clip was not fed into the jaw. Massive bleeding occurred, but the bleeding amount is unknown. Blood transfusion was not performed. There is no information about the hemostasis method. The patient is stable. There was no unusual feeling when using the device." The product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the mcs20 device was received with the cartridge cover damaged broken. In addition, the tyvek was returned along with the instrument. Upon cycling, the instrument was noted to be empty and locked out. However, it is known from the history of the device that the cartridge cover damaged condition may lead to dropping or ejecting clips. The event reported was confirmed and it is related to improper use of the device. A possible cause for the damages found is excessive force applied over the device. Please reference the instruction for use for more information. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot and batch number, and no non-conformances were identified.